Event description:
It was reported that the event logs showed a motor stall occurred on (B)(6) 2013 at 16:30 followed by a stopped pump period may exceed tube set message forty eight hours later. The stall recovered on the report date at 14:48. It was reported ¿near the beginning of (B)(6)¿ the patient was in the hospital and was unconscious because of an infection that was not related to the pump and the patient might have had an MRI however the reporter was not sure. The patient experienced a loss of memory from that time frame when he was in the hospital. The patient had their device refilled on (B)(6) 2013 and at that time a reservoir discrepancy was reported, the expected volume was 2.1ml while the actual volume was 20ml. A session data report from (B)(6) 2013 showed the last change was on (B)(6) 2013 and showed the motor stall followed by the stopped pump period may exceed tube set. The patient reportedly had not been having any symptoms of withdrawal or signs of increased pain but was possibly unconscious at the time the motor stall occurred. It was noted the patient was in a hospital during the time they were unconscious. The device system was used to deliver bupivacaine and morphine. It was later reported that the home infusion company that refilled the patient called the managing pain health care provider (hcp) on (B)(6) 2013 and said the actual residual volume was 18ml while they were expecting 2ml. The infusion company did not notice the motor stall message, they only saw that the pump had been refilled and updated successfully. It was reported the managing hcp notified the manufacturer representative (rep) to come out to the office. When the rep interrogated the device, it said the stall had recovered ¿which was weird¿. The rep checked the logs and there was no indication it had recovered until he had interrogated it. Upon the interrogation, the physician programmer said the reservoir should have had 7ml remaining however there was actually 38.5ml. It was reported the pump had not infused for a month. It was again reported the patient had no symptoms and it was noted it was likely because the patient still took oral pain medications. The hcp reportedly decided to remove the drug and saline was added at minimum rate. The hcp was going to keep the patient on oral medication and increase the dose to see how the patient did. There were no plans to remove the pump at that time. There was no plan in place other than to monitor the patient for one to two months as of (B)(6) 2013. It was reported the patient¿s son had ¿now¿ told the hcp new information; that the patient was in the hospital the first week of (B)(6). It was noted neither the rep nor the managing hcp knew why they kept it a secret. The son would not say which hospital and the hcp had not received any paperwork from any hospital. The son reported the patient had a (B)(6) infection, it was noted the hcp ¿knew this already¿. It was reported again it was unrelated to the device and was external, not systemic. Again it was noted it was not device related at all. The rep confirmed this with the hcp. It was reported the patient had ¿something¿ done in radiology but the son didn¿t remember if it was a CT or an MRI scan. It was noted that was the only explanation for what may have caused the motor stall. There were no issues previous to the event. It was reported during that week, the patient felt disoriented and confused. The patient¿s son noted the patient was being strange. The hcp had not been able to collect any information about the hospital visit. The hcp was not pursuing it either because it had nothing to do with the device. The patient¿s son said that the patient may have had both an MRI and a CT or maybe just a CT scan. It was noted the son really did not know and would not provide the name of the place where it was performed. The hcp could not say for certain it was electromagnetic interference because of that. The patient was doing very well currently. He no longer was feeling anything like he did (confusion/disorientation/strange) when he was at the hospital for ¿unknown reasons per the son¿. The hcp reportedly stated the patient was comfortable and doing well on oral medication. It was later reported the office did not have telemetry strips as the rep had previously thought. The rep thought he used is physician programmer but he then remembered he had used theirs that day. The office did not have it.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n100018001, implanted: (B)(6) 2007, product type: catheter. (B)(4).